Manufacturer narrative:
(B)(4). Device returned 03/15/2016.(B)(6). (B)(4).

Event description:
According to the reporter, during a thoracoscopic oesophagectomy, the anesthetist passed the orvil with gentle (normal) traction applied on tubing to pass the anvil through into the oesophagus and the anvil detached from the tubing. The patient was repositioned and anvil was retrieved with direct laryngoscopy and a eea21 was used instead. The or time was extended by 1 hour 45 minutes. The patient had an extended hospital stay due to a suspected radiological leak. The patient had two scans and it was determined there was no leak. The patient was discharged. No reinforcement material was used.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one dst series eea orvil 25mm device opened by the account. The orvil anvil was observed to be tilted and separated from the tubing. The device was subjected to a measured orvil anvil retention test with an acceptable result. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument is subjected to excessive tension.